Event description:
It was reported that; during surgery, a surgeon found the wear of the inserter tip. The surgeon mentioned that the wearing tip is likely to damage the dura mater.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was inspected and slight deformation was found on both tips of the inserter. No relevant issues were identified in the manufacturing records. The possible root cause of the reported event is due to normal wear and tear of instruments.

Event description:
It was reported that; during surgery, a surgeon found the wear of the inserter tip. The surgeon mentioned that the wearing tip is likely to damage the dura mater.